Event description:
A malfunction alarm 16 was reported by the caller. There was no reported impact to the customer's blood glucose level. The caller was initially unable to load a cartridge and resume insulin, but after receiving pump reset information from technical support and completing the reset, the caller successfully loaded a cartridge and resumed insulin.